Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked at the fillport. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between february 20, 2020 to february 21, 2020. H10: the device was received for evaluation. Visual inspection was performed, and it was noted that the device was received with no fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. The tubing line was subsequently reconnected then a functional leak test was performed. During fill, evidence of leak/backflow was observed at the fillport. Subsequent examination revealed the cause of leak/backflow at the fillport was due to three glass fragments measured 0.10 to 0.20 square mm in size, stuck under the checkband. The most likely cause of glass fragments becoming stuck under the checkband is user filling technique. Drug glass ampule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product labelling. The reported condition was verified. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.